Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a procedure. The procedure was completed by using the wired footswitch. A philips field service engineer (fse) visited onsite and identified that the reported issue could not be replicated, and the footswitch was working normally without any issues. The system was returned to use in good working order. To date there has been no reoccurrence of this issue. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has led to a re-evaluation. The procedure could be continued as planned by using the wired footswitch. A defect in the wireless footswitch causing the procedure discontinuation where a wired footswitch was used for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was defective. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.